Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Reportedly, the customer forgot to administer a bolus after a meal. Customer administered a bolus to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will change their infusion site, and declined additional follow-up.